Manufacturer narrative:
Corrected information provided in h.11. The reporting facility did not provide a lot number or any identification of the product. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient was seeing ray from vision and its was really hard to drive at night. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).